Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation. Upon inspection, engineering confirmed the complainant's experience of a fractured cannula. The likely root cause of the fractured cannula is due to material degradation during the molding process, which could cause the part to be more prone to brittle fractures. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur.

Event description:
Additional information received from sales representative via email on january 13, 2017: the obturator image provided by the customer is the same obturator that was returned to applied. There was no damage to the event obturator during or after the case.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic catheter placement - "trocar broke in patient during laparoscopic placement." Additional information received via email from team member on (B)(6) 2016: the cannula broke in half toward the distal tip. Standard or instrumentation/insertion technique was used. The incident occurred roughly 30 minutes after trocar in use. The broken piece fell into the patient. The piece was retrieved. Patient status - "patient is ok"